Event description:
Related manufacturer reference numbers: 3006705815-2019-02199. 3006705815-2019-02200. 3006705815-2019-02201. 1627487-2019-07016. It was reported that the patient's infection and related medical issues have resolved with antibiotics under the care of a physician.

Manufacturer narrative:
The investigation results will be provided in the final report. Concomitant medical products: model: 3662, scs ipg - therapy date unknown; model: 3186, scs lead (2) - therapy date unknown; model: 1192, scs anchor - therapy date unknown.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02199, 3006705815-2019-02200, 3006705815-2019-02201, 1627487-2019-07016. It was reported that patient experienced mild redness, warmth, and tenderness with palpation around the ipg site. There was also minimal clear drainage at ipg incision site and the lead incision site. On (B)(6) 2019, the incision sites were cleaned, steri strips were applied, and antibiotics were administered. The drainage resolved at both incision sites.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.